Event description:
It was reported to philips that there was an error on the suite pc and the system could not be used. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred, and the planned arrhythmia procedure was performed by the customer and completed as planned on the same system. Philips field service engineer (fse) inspected the onsite and confirmed that there was an error in the suite pc and system couldn¿t be used. Review of the system log file showed that the malfunction in firewall. To resolve this issue, fse reloaded the suite pc software. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome. Health impact code was corrected.